Manufacturer narrative:
Insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm or frozen display noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer had a button error alarm. The customer stated while attempting to deliver a bolus, the buttons stopped working and froze. The customer's blood glucose was 72 mg/dl. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.